Event description:
Medtronic received a report that the patient had an internal carotid artery aneurysm, which was accessed through the right radial artery. 6f105 distal access catheter to establish access, aneurysm neck width 4mm.  Healthcare provider (hcp) used a 3.5-16 blood flow diversion dense mesh stent. After the proximal end of the stent was anchored and opened, when the tail end of the stent had not reached the detachment point, the stent was detached prematurely. Dsa angiography showed that the aneurysm was not completely covered, because the same type of stent was not available, and then it was bridged and implanted with a blood flow diversion dense mesh stent 4-18. After the stent was deployed, dsa angiography showed retention of contrast agent in the aneurysm and the aneurysm was well sealed. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic segment of the internal carotid artery an eurysm with a max diameter of 4.7 mm and a 3.3 mm neck diameter. The landing zone was 2.75mm distally and 2.94mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 200. Angiographic result post procedure was internal carotid artery ophthalmic segment aneurysm. Ancillary devices include a marksman microcatheter and avigo guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.